Event description:
In 2/24/2006 I started having trouble seeing, my eyes were really red, watery and I had headaches. On 27th of feb I had to go to the ER. My left eye had swollen shut. At that time, I wasn't able to be in sunlight. My eye's were swollen still after going to the ER for about a wk. I went to the eye dr, where I was told to stop wearing my contacts and stop using renu with moistureloc. And I was told I shouldn't "went" to the ER.